Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2021 due to low blood glucose level. Customer stated that they were in hospital for (B)(6) 2020 also. The blood glucose level of customer was unknown. It was unknown that customer was using the insulin pump system within 48 hours of reported low blood glucose event. It was unknown that auto mode feature was active at the time of incident. It was unknown if the retainer ring was broken or not. The insulin pump will not be returned for analysis.

Event description:
Device was likely used. There was no hospitalization on (B)(6), 2021.

Manufacturer narrative:
(B)(4).